Event description:
Two probes broke during a percutaneous discectomy on one patient. The probe broke with a clean break. In both cases they removed the cannula and the rest of the probe remained in the patient. The pieces were removed with forceps. It was reported that this was the first time this physician was using company product for this procedure. The other physician attending the procedure as a mentor said he believed they were being overly agressive with the devices.